Event description:
It was reported that during the proximal drill, the surgeon forgot that the guide rod was inserted in the nail, and the tip of the drill was damaged. The damaged part was left attached to the nail.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received drill shows signs of intense usage and severe damage with an abrupt & inconsistent breakage. The cutting edges of the drill show severe deformation caused most likely due to some metallic contact. The breakage surface reveals typical characteristics of a brittle fracture i.e. Relatively smoother surface at the centre than at the edges. A hardness test according to rockwell on the returned item indicates the material being in accordance with the values in the material specification. No indications of material or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to be user related. The appearance of breakage surface and cutting edges indicate towards an intense usage with an interaction with a metallic part leading to a forced brittle fracture. The event description also suggests that the guide rod was not removed before drilling, which most likely interacted with the drill. If any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Upon completion of the investigation any additional information will be communicated in a supplemental report.

Event description:
It was reported that during the proximal drill, the surgeon forgot that the guide rod was inserted in the nail, and the tip of the drill was damaged. The damaged part was left attached to the nail.